Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer's doctor reported via phone call, the insulin pump had a failure. Customer's doctor was advised to have the customer called. Customer called and stated the device had button anomaly when she was attempting to program her bolus for a meal. The esc and down arrow buttons weren't working and aren't able to scroll. She removed the batter and now it alarmed unexpected restart. Customer was advised that excess heat and moisture can cause the button issues. The device is not returning for analysis.